Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed was distorted with only lines showing across the scree with no visible words. The customer's blood glucose was 184 mg/dl. Customer reverted to manual injections for alternate insulin therapy.